Event description:
Information was received that reported a patient had been hospitalized in 2006, due to high blood glucose levels and diabetic ketoacidosis. The reporter states that her blood glucose has been on the rise for several weeks. She has changed the site and the insulin, to no avail. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.